Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a damaged battery cap, a display failure, and contamination under the keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a crack was observed along the pump battery compartment. Stripped threads were observed on the battery cap and it could not be properly secured to the pump; the yellow o-ring was visible. The pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. No damage was observed to the pump keypad cover. The up arrow, down arrow, and ok keypad buttons responded properly to user press; however, the contrast keypad button was unresponsive, which has no effect on insulin delivery. The keypad cover was removed and contamination was found under all key contacts.